Event description:
The customer was hospitalized for dka. The customer was vomiting and found the cannula out of the body. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Suggested that the customer call back to perform high-pressure test when the clamp arrives.